Event description:
It was reported that the patient had a very difficult time connecting to the implantable neurostimulator (ins) and ¿hardly ever¿ acquired any coupling boxes. It was noted that the patient ¿had some weight to work with.¿ it was noted that the patient knew the stimulation was working because he felt a ¿shocking¿ sensation in the neck. It was further noted the patient noticed the ins battery was empty and put in new batteries in the patient programmer. Basic functionality of the device was reviewed. It was noted that the patient confirmed that the ins was ¿almost empty.¿ additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3998, lot# v246530, implanted: (B)(6) 2009. Product type: lead: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).